Event description:
It was reported that the customer had low blood glucose levels. Customer accidentally went through fill tubing without disconnecting from his site. Customer ate three spoons of honey to raise his blood glucose levels. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin".